Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient with an external neurostimulator (ens). It was reported that the patient had a fall and afterwards the verify controller and ens would not communicate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.